Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, it states, ¿infection, both deep and superficial.¿ this is 17 of 17 devices being reported for the same event, as we are unable to determine which device was involved (reference 1825034-2016-03272 / 3285 and 1825034-2016-03287 / 3289). This report is number 18 of 18 mdrs filed for the same event (reference 1825034-2016-03272 / 3289). Discarded.

Event description:
Patient underwent a procedure to remove locking plates and screws in both lower extremities approximately four months post implantation due signs of infection in the left lower extremity. Nothing was implanted to replace the products as the patient's bones had healed and the patient was treated with antibiotics.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.